Manufacturer narrative:
(B)(4). Insulin pump received with missing segments, partial display due to cracked and bleeding lcd glass. Unable to perform the displacement and self-test due to missing segments, partial display. Also, insulin pump had minor scratched lcd window. The insulin pump p cap test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.